Manufacturer narrative:
This report is being supplemented to provide corrections required on the previous emdrs (electronic medical device report). Updated fields: h2, h11. Corrected field: e1 - postal code (inadvertently ni was not typed in the first emdr, (B)(4), d8 (inadvertently the option no was not updated on the second emdr, (B)(4)), h2 (inadvertently the option correction was not selected, on the second emdr, (B)(4)) and h11 (inadvertently the updated fields h2, h3, h4, h6 and h11 were not pointed out on the second emdr, (B)(4)). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head video connector was chipped which compromised the units water tightness. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head video connector was chipped. Which compromised, the units water tightness. There were no reports of patient harm.

Event description:
It was reported, that the camera head video connector was chipped which compromised the units water tightness. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation, and the customers complaint was confirmed. It was noted that the video connector was missing. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.